Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported an alarm for a loose drive support disk. The blood glucose reading was 157 mg/dl. She stated that the insulin pump had not been dropped or bumped, but that the drive support disk was sticking out. Nothing further was reported.

Manufacturer narrative:
Insulin pump passes displacement. Insulin pump alarmed prime during the basic occlusion test due to loose and flush drive support disk. Insulin pump received with minor scratches on lcd window, broken belt clip slot and missing end cap sticker.